Manufacturer narrative:
Upon completion of the investigation, the reported incident of ¿bone contact. In extraction the needle snapped off and stayed inside the patient. The surgeon had to retrieve the needle from the patient with biopsy forceps¿ was confirmed. Analysis performed on the returned device revealed the device encountered a bone strike resulting in a broken needle. It is not possible to determine if the cause of the bone strike was ¿device position/user related¿ or ¿patient anatomy¿. Section d4 updated lot number from 73b2300309 to 73b2300310. Added serial number (B)(6).

Event description:
On 10 october 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the second implant was attempted to be deployed; however, bone contact was reported, and the physician attempted to remove the device. During the removal of the device, the needle broke but the physician was able to retrieve the needle fragment using biopsy forceps during the procedure. The procedure was successfully completed with no patient harm or injury reported.